Event description:
The user facility reported that the hospital uses two (2) different medications. Fluororouracil and rixathon. Those medications are in bottles of 50ml. When the 50 ml bottles are emptied, the syringe graduation scales reads that it contains 48ml. Therefore, another bottle is opened to arrive to 50ml of medication. The problem occurred with two (2) different medications, they checked with a syringe from b. Braun to be sure that there wasn't an issue with the quantity of the medication in the bottle. The scaling of the b. Braun syringe indicated 50ml and not 48ml as on the terumo syringe. They also transferred the content of 48ml of medication from the terumo\syringe into a b. Braun syringe and this also confirmed that the content of the syringe was 50ml and not 48ml as indicated on the terumo syringe. The syringes are used for cytostatic drugs, too much medication is a risk for the patient. The event occurred pre-treatment. There was no patient involvement.

Manufacturer narrative:
Expiration date: 31-jan-2027 (date was filled in however is showing up blank after saving the medwatch). Operator of device: employees. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation: unknown. The actual sample was not available for evaluation hence we could not provide detailed information on its actual condition. Instead, the verification of the retention samples was confirmed free from defects that will lead to the complaint. The samples were evaluated through dead space, equal to nominal, and between main capacity graduation line tolerance test wherein all samples showed passed results. In addition, a simulation was conducted in which the samples undergo aspiration and depression of water to check the volume capacity of the syringe. The result of 48ml volume aspirated was observed which indicates that the syringe is within the tolerance of graduation capacity. The result of the investigation confirmed that the aspirated volume capacity is within the requirement of 48ml-52ml. This is in accordance with iso 7886-1 stating that the equal to nominal capacity of a 50ml syringe has the criteria of ±4% of the expelled volume (48ml-52ml). Verification of the retention sample showed that the expelled volume capacity for the nominal scale is within the specification of 48ml to 52ml. A similar result was observed during the simulation (aspiration of 50ml liquid). Our syringe is compliant with iso 7886-1 (sterile hypodermic syringe for single use) for the standard specification for the tolerances graduated capacity covering equal to nominal graduated scale capacity 4% capacity or equivalent to 48ml to 52ml. We have several inspection systems from molding process to outgoing process to check ig, plunger, and barrel conditions. Only passed lot samples will be shipped for distribution. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the graduation scale length improvement plan for 50ml terumo syringe to section h10. There was an improvement on the barrel graduation scale which was implemented last december 23, 2021. The previous graduation scale length is only 73mm, against iso specification of greater than or equal to 75mm. Based on the approved modification, the graduation scale was expanded to 76.5mm. The results of the study still comply with the graduated capacity of less than or equal to 4% or equivalent to 48ml to 52ml, hence the improvement was implemented. The result of the investigation confirmed that the aspirated volume capacity is within the requirement of 48ml to 52ml. Although, there was an improvement on the barrel graduation scale which was implemented last december 23, 2021, to expand the graduation scale length to 76.5mm from 73mm to align with iso specification of greater than or equal to 75mm. Based on the approved modification, 76.5mm still comply with the graduated capacity of less than or equal to 4 % or equivalent to 48ml to 52ml, hence the improvement was implemented. To further improve the nominal capacity, the existing graduation scale length will be modified to 75mm. Based on the previous modification proposal, the 75mm graduation scale length will give a close value of 50ml graduated capacity. The target implementation of this improvement will be in january 2023.